Manufacturer narrative:
(B) (4). Lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, an specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the technician noted a cq2015a collamer aspheric three piece lens was torn in the vial. The lens was not removed from the vial and was not used. There was no patient contact. The reporter stated the lens was received torn.